Event description:
The foam tip plunger was getting stuck in the cartridge and/or overriding the lens on insertion. The faclity was not sure if it was the foam tip plunger or the cartridge that malfunctioned.